Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device did not work due to fluid leak from a slight tear in the pressure regulating balloon (prb). A new artificial urinary sphincter was implanted. No patient complications were reported.